Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1400612 investigations did not show issues related to the complaint. The device has been returned for investigation but the report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After the usage of 7th clip the mechanism of ae5 was locked. The pistol handle was no longer functional and there were no more clips for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws were partially closed and a rotation tab is bent out of place. It was also found that the knob was partially opened. The returned device appears used as there is biological material present on the sample. No other defects or anomalies were observed. Reference attached files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample would not load any clips into the jaws. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 3 clips remained in the channel indicating that 12 clips were fired by the end user. The feeder was damaged at the patient end and the yoke was also damaged. This prevented the clips from being pushed out of the feeder and into the jaws. No other defects or anomalies were observed. Reference attached files (B)(4). Other remarks: the IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event.

Event description:
After the usage of 7th clip the mechanism of ae5 was locked. The pistol handle was no longer functional and there were no more clips for loading. The patient's condition was reported as fine.